Manufacturer narrative:
The three screws were returned without original packaging. The three screws were visually evaluated using a digital microscope and it was found that all three screws fractured through the minor diameter. The direct drive slots were visually inspected and it was seen that all three screws maintained good retention with the driver. The most likely underlying cause of this complaint is excessive force applied to the screws during insertion. The screws could not be functionally tested due to their fractured state. There are no indications of manufacturing defects.

Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that 3 screws were broken during surgery without applying excessive force. It was reported that there was no delay that exceeded 30 minutes and there was no patient injury.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.